Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedances measuring greater than 2500 ohms which triggered a lead safety switch (lss). This resulted in the device going from bipolar pacing to unipolar pacing. The patient also had exhibited a slow heart rate in which the boston scientific representative came and interrogated the device and it was noted that there was loss of capture at 3.5volt. Boston scientific technical services suspects these observations are related to a lead issue. The device was programmed to unipolar pacing and bipolar sensing. At this time, this rv lead remains in service. No adverse patient effects were reported.